Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient fell off her horse and landed on her side where the implant was located. The patient noted that it was a 5 foot fall but the reason for falling was not related to the implant. The patient confirmed that this issue probably happened a month ago and her reason was to reach a manufacturing representative to get her implant reprogrammed. There were no symptoms or further complications reported or anticipated.